Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter was reading inaccurate high. The medical affairs specialist (mas) spoke with the pt on 06/11/08 and obtained the following info. The pt reported that the alleged issue started approximately the evening prior to contacting lfs. On the day prior to original date at 11:30pm, the pt tested on the subject meter and obtained a reading of "237 or 289 mg/dl." Although this result was reportedly higher than her usual readings of "150-180 mg/dl" the patient did not question the result and reportedly administered 39 units of levemir insulin. The pt claims she taken 39 units of levemir at bedtime if her blood glucose is greater than 175 mg/dl, 30 units if her glucose is between 140 -160 mg/dl, and skips taking the insulin if her blood glucose is below 140 mg/dl. At 2:30 am on original date, approximately three hours after taking the insulin, the pt reported waking up to "cold sweats." The pt claimed she tested her glucose on the subject meter at the time of the symptoms and recalls obtaining a reading of "79 mg/dl." The pt proceeded with treating self with a beverage and also a glucose tablet. She confirmed feeling better after the self-treatment of troubleshooting, the cca confirmed that the subject meter was set to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.